Event description:
It was reported that the customer was hospitalized with high blood sugars. Customer stated that they have only been on the pump about two weeks and they are normally in and out of the hospital. Doctor is going to lower the insulin intake by using the bolus wizard since blood sugars are currently below normal. Troubleshooting revealed the customer had given themselves a 15 units bolus instead of the 3.8 recommend by the bolus wizard.